Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. A review of the product labeling shows that implant breakage is a known risk associated with this procedure type. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient fell and heard a popping sound in his/her back. A revision surgery was performed and a pedicle screw was found to have fractured and the tulip remained fixed to the rod. It was subsequently removed and replaced with an alternative screw.

Manufacturer narrative:
The returned screw was examined. The head was found to have disassembled as reported. The cause is likely attributed to the patient falling post-operatively. A review of the manufacturing records did not identify any issues which would have contributed to this event. The device labeling provides post-operative instructions, including warnings and device expectations in relation to stresses placed upon them.

Manufacturer narrative:
The returned screw was evaluated. Two of the splines on the screw shaft have deformed and fractured off, which allowed the screw to disassemble. This type of damage is likely the result of a fall or repetitive loading as the patient reported he returned to running and cycling as part of his normal activities.